Event description:
Spontaneous call pt states that she is having to change her cartridge earlier than 24 hours. Pt noticed that she is experiencing headaches. Will send 2 new pumps for replacement. Sn (B)(4). No other info known. Did the reported product fault occur while in use with a pt? Yes; did the product issue cause or contribute to the pt or clinical injury? Yes; headaches. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by pt/caregiver.